Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The exact date of implant is unknown but was reported as approximately four months prior to (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2015 due to non-union and broken plate. The broken plate and 15 intact screws were explanted. A competitor's wire was also explanted during the revision surgery. The surgeon cut it to remove it. The patient was revised with a retrograde femoral nail and a spiral blade. The procedure was successfully completed without any surgical delay to the case. The patient was initially implanted with the plate and associated hardware approximately four months prior to the date of this report to treat a distal third femoral fracture. The patient status was reported as "fine" after the surgery. This report is 2 of 2 for (B)(4).